Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 942 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 942 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted (lot no. 857597) for female sterilisation. The patient had a medical history of obesity, loop electrosurgical excision procedure (indications: the patient came in for a leep procedure due to finding of asc-h and high-grade cervical dysplasia on both colposcopy and biopsy. Procedure: leep procedure plus ecc. Findings: reduced uptake of lugol dye in the lower cervical lip from 5 o'clock to 7 o'clock. Specimen: specimen was removed. Cautery was used to cauterize the borders. Cervical canal specimen was cut as well and sent. Ecc was performed. Complications: none. Disposition: awake and stable.) And allergy (allergy: shrimp causes rash). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 942 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral laparoscopic salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.857 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2015: CT abdomen and pelvis without contrast clinical indication: abdominal pain findings: abdominal/pelvic wall: small fat-containing umbilical hernia. Other findings: surgical clips compatible with bilateral tubal ligations. Impression: no acute findings [pathology test] on (B)(6) 2015: surgical pathology report specimens: a) fallopian tube, right b) fallopian tube, left procedure: bilateral laparoscopic salpingectomy clinical information: chronic pelvic pain gross description: a) right fallopian tube measuring 6 x 0.7 x 0.6 cm. A metallic wire (essure insert) is noted in the lumen of the tube measuring 3.5 x 0.1 x 0.1 cm. B) left fallopian tube measuring 5.5 x 0.8 x 0.5 cm. A metallic wire (essure insert) is noted in the lumen of the tube measuring 4 x 0.1 x 0.1 cm. Final diagnosis: a) right fallopian tube: complete cross section of benign fallopian tube with essure insert. B) left fallopian tube: complete cross section of benign fallopian tube with essure insert; on (B)(6) 2016: surgical pathology report specimens: (a) cervix. (B) endocervical biopsy. (C) endocervical curetting. Procedure: leep. Clinical information: cervical dysplasia. Final diagnosis:a) cervix stitch ar 12 o'clock: exocervical leep biopsy with focal low grade squamous intraepithelial lesion (cin) not present at the margin. B) endocervical canal: endocervical leep biopsy with mild chronic inflammation. C) endocervical curetting: early secretory endometrium. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Lot number added .non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted (lot no. 857597) for female sterilization. The patient had a medical history of obesity, loop electrosurgical excision procedure (indications: the patient came in for a leep procedure due to finding of asc-h and high-grade cervical dysplasia on both colposcopy and biopsy. Procedure: leep procedure plus ecc. Findings: reduced uptake of lugol dye in the lower cervical lip from 5 o'clock to 7 o'clock. Specimen: specimen was removed. Cautery was used to cauterize the borders. Cervical canal specimen was cut as well and sent. Ecc was performed. Complications: none. Disposition: awake and stable.) And allergy (allergy: shrimp causes rash). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 942 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral laparoscopic salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.857 kg/sqm. [Computerized tomogram abdomen] on (B)(6) 2015: CT abdomen and pelvis without contrast. Clinical indication: abdominal pain. Findings: abdominal/pelvic wall: small fat-containing umbilical hernia. Other findings: surgical clips compatible with bilateral tubal ligations. Impression: no acute findings. [Pathology test] on (B)(6) 2015: surgical pathology report. Specimens: a) fallopian tube, right. B) fallopian tube, left. Procedure: bilateral laparoscopic salpingectomy. Clinical information: chronic pelvic pain. Gross description: a) right fallopian tube measuring 6 x 0.7 x 0.6 cm. A metallic wire (essure insert) is noted in the lumen of the tube measuring 3.5 x 0.1 x 0.1 cm. B) left fallopian tube measuring 5.5 x 0.8 x 0.5 cm. A metallic wire (essure insert) is noted in the lumen of the tube measuring 4 x 0.1 x 0.1 cm. Final diagnosis: a) right fallopian tube: complete cross section of benign fallopian tube with essure insert. B) left fallopian tube: complete cross section of benign fallopian tube with essure insert.; on (B)(6) 2016: surgical pathology report. Specimens: (a) cervix. (B) endocervical biopsy. (C) endocervical curetting. Procedure: leep. Clinical information: cervical dysplasia. Final diagnosis: a) cervix stitch ar 12 o'clock: exocervical leep biopsy with focal low grade squamous intraepithelial lesion (cin) not present at the margin. B) endocervical canal: endocervical leep biopsy with mild chronic inflammation. C) endocervical curetting: early secretory endometrium. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.